Event description:
It was reported that the patient experienced persistent elevated blood glucose while using the ilet, and the caller noted hyperglycemia since prior supply change; the agent advised performing a supply change. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts, and provision of troubleshooting and education. Investigation included telephone-based troubleshooting focused on infusion set and supply change steps. Investigation of this case revealed no device alarms and no identifiable device malfunction, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.